Event description:
The customer reported that prior to use on a pt, the unit generated an "electrical test failure code #57" alarm after "power up". The unit was cycled off and on three more times. After each "power up", the unit displayed the same "electrical failure #57" alarm. The pt was switched to another unit and therapy was initiated. No pt injury was reported.